Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep incidentally found that contact 0 had impedance readings of greater than 10,000 ohms. There were no known factors that contributed to the issue and it was indicated that it was found during a routine impedance check. No actions were taken as the patient was not programmed on that electrode. The issue was not resolved at the time of the reported and no follow-up would be needed. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.